Event description:
The customer reported that the system displayed an overload fault error message that required a reboot to recover system functionality. This error message will cause the system to shut down without command. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced. The system was then found to be operating as intended.